Event description:
It was reported that during the implant procedure, the screw on the lead would not retract even though the physician tried over 50 turns. The lead was never implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).